Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37752, serial # (B)(4), product type recharger.

Event description:
A consumer implanted for spinal pain reported that in 2012 the healthcare provider (hcp) moved the implantable neurostimulator (ins) out of ¿the buttock¿ to the middle part of their back. It was noted it kept ¿slipping and touching the spine.¿ in 2013 the ins was moved to the buttock but not as low as it was to begin with. The ins was moved again after this but they didn¿t remember the date. The consumer further reported the ins ¿wasn¿t doing well¿ and they wanted an updated device. According to the consumer it was ¿big, bulky, uncomfortable, and you can see it through the skin,¿ and they weren¿t sure if the hcp was implanting it correctly. It was further reported it took three to four hours to charge and if the recharger got too hot or overheated it would turn off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) replaced with a newer, smaller model.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-08741 for the patient¿s other issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.